Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that there were pressure issues on three different ventilators used on the same patient. The patient desaturated and later passed away. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
It was reported that pressure difficulties existed on three separate ventilators used on the same patient. The patient suffered from desaturation and later passed away. Further information about the circumstances surrounding the patient's death has been requested, but no response has been received. The exact timing of the patient's desaturation and subsequent death is unknown. It is also unknown whether the patient was connected to any of the subject ventilators at the time of death. The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Partial ventilator logs were provided. Date of event was reportedly 07/08/2024 but exact time was not stated. There are no technical error codes that indicate a ventilator malfunction. On the reported event date there are alarms generated indicating a high pressure; paw high, high continuous pressure, peep high as well as alarms for low respiratory rate. The generated alarms indicate a high expiratory resistance. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This leads to a higher peep value than the pre-set and alarms for high pressure are generated. The difficulties may either be due to non-optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the patient circuit, such as blocked filter or patient tubes. Information concerning what type of patient breathing circuit or filter that was in use at the time of event was not provided. The exact root cause of the reported pressure difficulties has not been conclusively determined but there are no indications of ventilator malfunction during the ventilation period.

Event description:
Manufacturer's ref #: (B)(4).